Event description:
It was reported that eight months after the stent implant date angioplasty was performed to treat in-stent restenosis.during the dilatation with the balloon catheter watermelon seeding was observed and one inflation was performed just proximal to the stent.final angioplasty showed an excellent result with no dissection.however, four months later the patient developed recurrent chest pain. Coronary angioplasty revealed a patent stent in the mid lad,but there was a large pseudoaneurysm proximal to the stent,with tandem stenosis at each end of the aneurysm.using intravascular ultrasound (ivus) guidance,the predoaneurysm was treated with two overlapping coronary stent grafts.no additional information was availble.